Manufacturer narrative:
Follow-up #1: date of submission 04/10/2015 device evaluation: the device has been returned and evaluated by product analysis on 04/02/2015 with the following findings: all of the keypad buttons responded normally. The initial allegation could not be duplicated. Unrelated to the keypad, the display screen was dim and discolored. The battery cap was found to be damaged but could still attach to the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the down arrow button was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.